Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 3ml ll , the device experienced leakage. The following information was provided by the initial reporter. The customer stated: pharmacy department has sequestered lot # associated with leaking syringe tips (bd 1131289) and replaced with tested lot numbers verifying integrity of syringe. Defect will be reported to manufacturer and pharmacy will continue to track and trend.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported when using the bd syringe 3ml ll , the device experienced leakage. The following information was provided by the initial reporter. The customer stated: pharmacy department has sequestered lot # associated with leaking syringe tips (bd (B)(4)) and replaced with tested lot numbers verifying integrity of syringe. Defect will be reported to manufacturer and pharmacy will continue to track and trend.